Event description:
It was reported that while performing an atrioventricular nodal reentry tachycardia procedure in a patient with left bundle branch block during catheter manipulation the ablation catheter bumped the right bundle branch and stunned it causing complete heart block on the patient. The event occurred before any ablation began. The procedure was aborted. The patient was stated to be fine. A temporary pacemaker was put in place. The patient had fully recovered. The event was reported to be procedure-related.

Manufacturer narrative:
(B)(4). It was reported that while performing an atrioventricular nodal reentry tachycardia procedure in a patient with left bundle branch block during catheter manipulation the ablation catheter bumped the right bundle branch and stunned it causing complete heart block on the patient. The event occurred before any ablation began. The procedure was aborted. The patient was stated to be fine. A temporary pacemaker was put in place. The patient had fully recovered. The event was reported to be procedure-related. Upon receipt of the involved catheter, the visual inspection noted that the catheter was in normal condition. In accordance to the complaint reported, deflection test was performed and the catheter passed the test. The catheter was also tested and passed the eeprom, carto and calibration. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verified that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #:m-5463-01, serial #: (B)(4). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff does not want any of the bwi systems to be checked in conjunction with this incident. The customer declined system service. (B)(4).